Event description:
It was reported that the user experienced recurrent nighttime low glucose events during periods when the ilet stopped receiving cgm signals, with reports indicating repeated signal loss between the ilet and the dexcom g7; the bluetooth identifier was confirmed active, and the user was advised to replace the sensor and was provided dexcom support for further assistance. Symptoms included lightheadedness associated with a reported fingerstick value of 60 mg/dl, which the user treated with honey and yogurt. Outcomes included transient hypoglycemia without hospitalization. Investigation included review of device communication status and user reports, confirmation of active bluetooth on the ilet, and education and troubleshooting regarding cgm connectivity and sensor replacement. Investigation of this case revealed a pattern consistent with cgm signal loss leading to loss of data to the ilet; the responsible device for the signal loss was not identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient evidence to isolate a device-specific malfunction.